Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed with no issues noted on the device. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a peritoneal dialysis (pd) transfer set was cracked within a month of patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.